Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es bio-ID not working. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. The field service engineer (fse) rebooted the station into the support account, disabled universal serial bus (usb) power sleep mode, ensured that the bioid service was set to automatic instead of delayed start, and unchecked the fast startup option using the command prompt. Multiple nurses tested the fingerprint reader after these changes, and no issues were reported. The system functioned as intended after the field service engineer repaired the device.